Manufacturer narrative:
Additional information: investigation: the investigation was reopened due to additional information provided. The following allegation has been investigated: fear. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Patient code and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip - vena cava perforation, frequent monitoring required¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported frequent monitoring required is directly related to the filter and unable to identify a corresponding failure mode at this time. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The following fields were updated per additional information received: investigation: the additional information provided for this complaint does not change the previous investigation conclusion. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient further alleges "lives with daily fear that the filter may malfunction, knowing that if it does, little can likely be done."

Event description:
Additional information was received and the patient is also alleging deep vein thrombosis (dvt) and that the device is unable to be retrieved percutaneously/ "device likely epithelialized." Patient reportedly received the implant due to dvt and retroperitoneal hematoma.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following field was corrected: a2 and b6 (clarification for medications). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: deep vein thrombosis (dvt) and inability to retrieve ("device likely epithelialized").the reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported "device likely epithelialized" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient code: vessel or plaque, device embedded in (1204) - listed /not listed in the IFU device code: listed/ not listed in the IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 27mar2018 as follows: pt allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to deep vein thrombosis. Pt is alleging vena cava perforation and frequent monitoring (medical).

Manufacturer narrative:
Additional information: investigation: the complaint was re-investigated due to receipt and review of imaging and medical records. It was reported that the filter had perforated the vena cava, that the patient had dvt, and that the filter is unable to be retrieved, since ¿device likely epithelialized¿. Clinical assessment: refer attached image review and clinical assessment. The gunther tulip ivc filter appears to have been placed for the indication of history of pulmonary embolism/deep vein thrombosis with inability to anticoagulate due to a bleeding/retroperitoneal hematoma. Images from a chest CT, dated (B)(6) 2006, demonstrate evidence of acute appearing pulmonary embolism. Subsequent submitted CT images from (B)(6) 2007 demonstrates interval development of a retroperitoneal/periaortic/paraesophageal hematoma. The tulip filter was placed via jugular approach without evidence of significant tilt or immediate penetration. Ivc anatomy appeared unremarkable. Multiple subsequent imaging studies submitted were not directly relevant to the ivc filter and only partially evaluated the ivc filter. Follow-up ultrasound images of the left lower extremity eight months after filter placement demonstrated near complete resolution of the thrombus with only a small amount of persistent irregularity consistent with chronic recanalization of the lower extremity thrombus. Cross-sectional imaging study of the abdomen dated (B)(6) 2017 demonstrated the gunther tulip ivc filter in the infrarenal location in very similar configuration to the time of the ivc filter placement. There is an insignificant leftward tilt present. All 4 of the ivc filter feet appear to demonstrate grade 2 interactions with the wall of the ivc, suggesting the feet extend into the retroperitoneal fat, but do not interact with any adjacent structures. Given the lower resolution of the reformatted images, the feet appear to extend 1 to 4 mm outside of the wall of the ivc. Because of this minute extension outside of the wall, this may in fact represent an artifact due to tenting of the wall of the ivc and not truly represent penetration of the foot through the wall of the ivc. In addition, there is no evidence of pericaval stranding to suggest inflammatory reaction due to these grade 2 interactions. In addition, the hook of the ivc filter approaches the left lateral wall of the ivc, but appears to terminate approximately 3 mm from the wall. There is no thrombus appreciated within the ivc filter. The remaining imaging studies submitted that demonstrate the ivc filter in 2018 and 2019 are x-rays which did not demonstrate any significant change in location or configuration of the ivc filter relative to the bony landmarks. MRI of the lumbar spine, dated 10/1/2018, does not evaluate the ivc filter due to the saturation band placed anterior to the spine. Extensive degenerative changes throughout the lumbar spine not related to the ivc filter. Ap and lateral chest x-ray, dated 8/9/2019, demonstrates the cranial aspect of the ivc filter seen in the upper abdomen. Relative to the bony landmarks there does not appear to be significant change in the location or angulation of the ivc filter. Remaining portion of the exam is noncontributory. Device failure analysis: the device was not returned for analysis. Device master record review: as the lot number of the complaint device was not provided for the investigation, cook reviewed the dmr currently in effect for tulip filters and d00008341 [rev. 045] states how to control the filter and verify it is manufactured according to d00007926 (mi) and d00013733 (dwg) as to measurements and relevant distances. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Device history record: cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. Product IFU review: cook conducted a review of the current version of the instructions for use (ex I-igtcfs-339-04en), as the complaint device lot number was not provided and the IFU states under optional filter retrieval that filter retrieval should be considered, once protection from pe is no longer necessary. Potential adverse events amo: damage to the vena cava, deep vein thrombosis, pulmonary embolism, retrieval failure, vena cava perforation, vena cava penetration. Design history file review: this complaint falls under the scope of pfm 6.7, where the following design testing has been performed: tr (B)(4) evaluated the radial force of the tulip filter. Investigation conclusion: the gunther tulip ivc filter appears to have been placed for the indication of history of pulmonary embolism/deep vein thrombosis with inability to anticoagulate due to a bleeding/retroperitoneal hematoma. Images from a chest CT, dated (B)(6) 2006, demonstrate evidence of acute appearing pulmonary embolism. Subsequent submitted CT images from (B)(6) 2007 demonstrates interval development of a retroperitoneal/periaortic/paraesophageal hematoma. The tulip filter was placed via jugular approach without evidence of significant tilt or immediate penetration. Ivc anatomy appeared unremarkable. Multiple subsequent imaging studies submitted were not directly relevant to the ivc filter and only partially evaluated the ivc filter. Follow-up ultrasound images of the left lower extremity eight months after filter placement demonstrated near complete resolution of the thrombus with only a small amount of persistent irregularity consistent with chronic recanalization of the lower extremity thrombus. Cross-sectional imaging study of the abdomen dated (B)(6) 2017 demonstrated the gunther tulip ivc filter in the infrarenal location in very similar configuration to the time of the ivc filter placement. There is an insignificant leftward tilt present. All 4 of the ivc filter feet appear to demonstrate grade 2 interactions with the wall of the ivc, suggesting the feet extend into the retroperitoneal fat, but do not interact with any adjacent structures. Given the lower resolution of the reformatted images, the feet appear to extend 1 to 4 mm outside of the wall of the ivc. Because of this minute extension outside of the wall, this may in fact represent an artifact due to tenting of the wall of the ivc and not truly represent penetration of the foot through the wall of the ivc. In addition, there is no evidence of pericaval stranding to suggest inflammatory reaction due to these grade 2 interactions. The hook of the ivc filter approaches the left lateral wall of the ivc, but appears to terminate approximately 3 mm from the wall. There is no thrombus appreciated within the ivc filter. According to the medical records the local radiologist¿s reading of this CT stated ¿images are remarkable for a well-positioned ivc filter in the immediate infrarenal ivc. There is no evidence of thrombus within the filter. The infrarenal ivc is of normal course and caliber. The hook of the filter approaches the posterior medial wall of the ivc. The suprarenal ivc is unremarkable¿ and ¿well-positioned ivc filter in infrarenal ivc. The infrarenal ivc is unremarkable. The hook of this retrievable filter is adjacent to the medial wall of the ivc but is otherwise well-positioned. No complication of ivc filtration is noted.¿ the remaining imaging studies submitted that demonstrate the ivc filter in 2018 and 2019 are x-rays which did not demonstrate any significant change in location or configuration of the ivc filter relative to the bony landmarks. MRI of the lumbar spine, dated (B)(6) 2018, does not evaluate the ivc filter due to the saturation band placed anterior to the spine. Extensive degenerative changes throughout the lumbar spine not related to the ivc filter. Ap and lateral chest x-ray, dated (B)(6) 2019, demonstrates the cranial aspect of the ivc filter seen in the upper abdomen. Relative to the bony landmarks there does not appear to be significant change in the location or angulation of the ivc filter. Remaining portion of the exam is noncontributory. There is no discussion in the complaint report regarding any symptoms that could be attributable to the potential perforation, nor are there any imaging studies demonstrating findings that would suggest irritation or inflammation in the pericaval region and the cause of this potential penetration is indeterminate. There are no studies demonstrating the development of an acute deep vein thrombosis following ivc filter placement. Furthermore, there are no imaging studies submitted demonstrating a failed retrieval attempt. There is reference to ¿device likely epithelialized¿ in conjunction with the statement ¿device is unable to be retrieved percutaneously¿. It is unclear if an attempted retrieval has been performed, or if this statement is an assumption based on the CT images. The gunther tulip ivc filter appears to have been placed for the indication of history of pulmonary embolism/deep vein thrombosis with inability to anticoagulate due to a bleeding/retroperitoneal hematoma. Images from a chest CT, dated (B)(6) 2006, demonstrate evidence of acute appearing pulmonary embolism. Subsequent submitted CT images from (B)(6) 2007 demonstrates interval development of a retroperitoneal/periaortic/paraesophageal hematoma. The tulip filter was placed via jugular approach without evidence of significant tilt or immediate penetration. Ivc anatomy appeared unremarkable. There is no discussion in the complaint report regarding any symptoms that could be attributable to the potential perforation, nor are there any imaging studies demonstrating findings that would suggest irritation or inflammation in the pericaval region and the cause of this potential penetration is indeterminate, but given the long dwell time, this was likely the predominant cause of the penetration. According to the current instructions for use filter retrieval should be considered, once protection from pe is no longer necessary. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.